Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient developed soreness and tenderness at the implant site. The patient was initially started on bactrim ds 800-160 1 bid on (B)(6) 2018. The patient medication was adjusted on (B)(6) 2018 to cleocin 300 1 qid. The available information suggests that this device and electrode remain in-service.

Event description:
Boston scientific received information in late- (B)(4) 2018 that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. This chronic device and electrode were explanted due to infection. There were no patient adverse event reported as a result of the explant procedure.